Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported that their nurse gave them instructions to help with the ptm (personal therapy manager) /boluses if it¿s not working. The agent reviewed the lag instructions and what it helps resolves and the patient confirmed they have experienced ptm (personal therapy manager) slowness. The patient was unable to provide a date or timeframe when asked for an event date. The agent assisted the patient with clearing data. The patient was advised to monitor the issue and to call back if they would like assistance with clearing data in the future.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.